Event description:
A peritoneal dialysis facility reported the cassette was leaking from the bottom of the cycler door. There is no report of pt ill effect. There is no sample available for evaluation.